Event description:
The customer reported obtaining a non-reproducible troponin I (access® accutni+3) result for one (1) patient from the access® 2 immunoassay analyzer. The customer stated that the initial elevated result was above the customer's critical value and was reported out of the laboratory. The physician questioned the result as the value did not match the clinical picture of the patient. There was no change or affect to patient treatment in connection with this event. The customer redrew a sample from the patient and obtained a negative accutni+3 result. The customer then proceeded to perform hardware verification, and the system check and precision run failed. The samples were collected in orange top clot activated tubes with gel (serum separator tube). The customer stated that samples immediately clot using these tubes but beckman coulter notes that the tube manufacturer recommends a 5 minute clot time. The customer did not provide sample centrifugation speed and time for this event. The customer also did not provide quality control (qc) data but indicated that qc is run once every twenty four (24) hours and was within range prior to this event. The customer obtained three failing system checks on (B)(6) 2014 due to out of specification washed coefficient of variation (%cv) and/or unwashed mean values. The customer stated that system check on the day of the event passed within specifications.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and noted microbubbles in the service loop of the sample probe line. The fse tightened the precision pump valve cap and ran a passing system check, high sensitivity check, and precision run. In conclusion, the cause of the non-reproducible access® accutni+3 is attributed to a loose precision valve cap which introduced microbubbles in the sample probe line, inhibiting proper washing of the sample probe.